Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. The customer was hospitalized due to high blood glucose 5 months ago with blood glucose level of 715 mg/dl. The customer¿s blood glucose was 630 mg/dl at the time of the hospitalization. The customer¿s current blood glucose was 225 mg/dl. The customer treated with insulin pump. Customer was wearing the insulin pump at time of hospitalization. The drive support cap was normal. Customer stated that the last friday blood glucose was 247 mg/dl within 20 min dropped to 32 mg/dl. The customer stated that she had to call emergency medical service and treated with intra venous injections. Then the blood glucose got up to 247 mg/dl. Within 20 min blood glucose dropped to 67 mg/dl. 20 min later at the hospital it was down to 55 mg/dl. The insulin pump will not be returned for analysis.